Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "turned off during procedure" (loss of power); "system message displayed" (device displays error message). A nurse reported the light source turned off during a procedure. It was also reported that a system message was displayed. The procedure was completed with a light provided by a second unit. There was no pt injury reported.

Manufacturer narrative:
The facility was advised by technical services to clean the filter of the fan on the unit. After this was done, the machine did not display any errors. (B)(4).